Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: review of the black box data revealed one record of ¿low battery¿ warning followed by a ¿replace battery¿ alarm three minutes later. The ¿replace battery¿ alarm was followed by multiple ¿power on reset¿ records. A battery cap was not returned with the pump for investigation, a test battery cap was used to complete the investigation. On examination, the battery compartment was noted to be cracked below the keypad cover. There was no evidence of moisture inside the battery compartment. The pump case was cracked near the upper and lower right corners of the display lens. There was moisture corrosion behind the display lens. A leak test was performed with leaks found at the pump case cracks and the battery compartment crack. On investigation, the pump powered on with functioning audio tones and vibration; however the display screen remained blank. Complete investigational testing was not able to be performed due to the blank display screen. The pump case was removed for investigation and revealed moisture throughout the inside of the pump and on the display screen flex and connector. Investigation confirmed power on start up, but was unable to adequately investigate the power issue due to the confirmed moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a power (moisture ingress) issue; the pump was exposed to water, had moisture behind the display and the pump did not work. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.